Event description:
Stryker wire pass drill bit tip broke off during procedure. Both room suction canisters were strained and contents visually inspected; surgical field visually searched; and intraoperative x-ray taken prior to screw placement. X-ray reading showed no visible foreign bodies in anterior view. Charge desk notified, new drill bit obtained, and the case continued. Info: stryker lot#21025017, exp 02/01/2024.